Event description:
Md asked for laser fiber, scrub tech gave it to him. He was working with it about 2 minutes. Scrub tech noticed the fiber suddenly broke in the middle. Rep steven smith suggested to staff cut the fiber and continue the case. Staff removed broken fiber from field immediately. New fiber was used to complete the case. Unfortunately the scrub tech discarded the faulty fiber after the case was finished.